Manufacturer narrative:
Investigation type: eitan medical investigated the event log. Investigation findings: the complaint was not confirmed. The event log showed no events on the date provided by the customer. No indication of any pump malfunction was observed. Conclusion: the pump infused according to the programmed parameters; no indication of any pump malfunction was observed. Eitan medical requested the pump to be received for investigation. When received, the pump will be investigated, and the conclusions will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm and no medical intervention were reported. The type of drug during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in the event. Investigation findings: the pump infused without any irregularities and was found to meet its specifications. Conclusion: the pump infused without any irregularities. The pump was found to meet its specifications and successfully passed accuracy testing. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm and no medical intervention were reported.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm and no medical intervention were reported. The type of drug during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Eitan medical requested additional information, the pump and the event log for investigation. To date, none have been received. When received, the investigation findings will be detailed in a follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.